Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 60 - 70 mg/dl earlier in the day, prior to calling tandem technical support. The customer consumed sugary foods to increase bg level. At the time of the call, the customer's bg level was 100 mg/dl, as measured by the customer's bg meter. No additional information is available regarding this event, as the customer declined to provide additional information.